Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio 2 meter was reading inaccurately high compared to a laboratory device, another meter and to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The csr was advised by the patient that alleged inaccuracy has been ongoing since "(B)(6) 2015" the patient reported that from her memory she obtained a blood glucose result of "7 mmol/l" on the subject meter compared to "5.8mmol/l" on another meter performed within 30 minutes. She also compared the results of "7 and 8mmol/l" on the subject meter compared to her usual readings of "5 and 6 mmol/l" reading to feelings/ normal results. Additionally the patient reported she obtained a result of "8.0 mmol/l" from a venous sample on the subject meter compared to "6.0 mmol/l" on a lab device. These are not valid comparisons for lfs in determining an inaccuracy. The patient reported that he takes insulin (self-adjuster) to manage his diabetes and reported increasing his insulin dose of a sliding scale by 1-2 units as a result of the alleged inaccurate high results. The patient reported that she developed symptoms of "shaky, nausea, off balance and weak" on an unspecified time after the alleged issue began. No medical intervention was required. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure and one of the blood samples was taken from an unapproved site (venous).in addition csr noted that the test strips had been stored incorrectly. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.